Event description:
It was reported that during a triple arthrodesis of the left foot, the surgeon inserted a 4.0mm cannulated screw short thread and the screw broke. The surgeon retrieved the head and shaft from the patient. The surgeon inserted the second screw and it also broke and the threads peeled. The surgeon was able to retrieve the head and shaft, but the threads remain in the patient. The surgeon completed the procedure with no further problems. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned and the part was believed to be part number 207.742, not part number 207.646 (as originally reported). The screw was damaged at the tip end and the remainder of the screw was in fair condition. Since no issues were found during dimensional analysis on features that could be inspected, the part number did not match the reported part, and no lot number was provided, this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This report is for file (B)(4).